Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a macroscopic breaking was observed on the fenestrated bipolar forceps instrument branches¿ articulation (the black cable was visible outside of the branches). A backup instrument of the same kind was used to complete the procedure with no patient harm. On 10-apr-2025 intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that there was no fragment that was missing, broken off, or, detached from a portion of the instrument that enters the patient. The black cable was loose. The cable was not fully broken and there was no damaged insulation. There was no loss of cautery associated with the loose cable. There were no signs of thermal damage at site of damage. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.